Event description:
It was reported that during insertion, resistance was felt when advancing the spring wire guide (swg) through the arrow raulerson syringe (ars). The doctor removed the swg, along with the ars and found the swg unraveled. The swg was removed in its entirety and no complications were found.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.